Event description:
Vascular access device implanted in 2003. Removed and replaced defective device 2 days later. Upon visual inspection, break in catheter seen at approximately 15cm. Initially identified as "port-a-cath" incorrectly & reported to bard. Correctly identified and reported to horizon.